Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. On the primary svn#: (B)(4), event date of 22-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 7.7 u and dailytotalofbolusinsulindelivered = 33.3 u which is equal to the dailytotalofallinsulindelivered = 41 u. On the related svn#: (B)(4), event date of 08-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 8.225 u and dailytotalofbolusinsulindelivered = 42.6 u which is equal to the dailytotalofallinsulindelivered = 50.825 u. On the primary svn# 000321281483 event date of 22-oct-2025/related svn# 000321281479 event date of 08-oct-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Customer alleged not confirmed for pump failure and communication issue between pump and transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value over 500 mg/dl and was admitted to the ICU for diabetic ketoacidosis (dka) with intense joint pain. The customer attributed the high blood glucose event to pump failure and loss of several sensors. The event involved product mmt-1886. Hospital treatment included intravenous insulin, glucose administration, and positive ketone testing. Troubleshooting was performed and the customer had been using the insulin pump and sensor within 48 hours prior, but sensor alerts prevented sg value display. Additionally, the customer reported a severe hypoglycemia event (bg 18 mg/dl) resulting in a fall, injuries, and a seizure, requiring emergency medical assistance. A crack was identified on the back of the pump and battery compartment, rendering the pump unfit for use. No further patient complications were reported. Product return is required for mmt-1886.

Manufacturer narrative:
Health effect - clinical code-2356, health effect - impact code-4607. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.